Manufacturer narrative:
Product remains implanted. No further investigation can be performed. The instructions for use for the cardiac tissue repair product states, "device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials." Surgical notes indicated that the ecm was sutured directly to a homograft.

Event description:
On (B)(6) 2016, cormatrix cardiovascular became aware of an incident involving the use of a cormatrix ecm patch. It was originally reported that during a re-operation of a hemi-fontan case, it was observed that the ecm patch had shrunk in size. On (B)(6) 2016, cormatrix cardiovascular received additional case details as follows: it was reported that on (B)(6) 2013, a (B)(6) patient underwent a hemi-fontan procedure as part of the second stage of surgical palliation for his congenital heart defect. A homograft was used to create a dam between the right atrium and the pulmonary artery bifurcation using the standard technique of folding the homograft patch over on itself to form a triangular dam structure using 6-0 prolene suture. During the procedure, the surgeon had to augment the homograft with a triangular patch of cormatrix ecm because the homograft patch was not being big enough to form the dam without some augmentation. The ecm and homograft patch were trimmed and the remainder of the composite patch was sutured to the anterior lip of the incision on the medial aspect of the superior vena cava. On (B)(6) 2016 the patient returned for the fenestrated fontan procedure, the third stage of surgical palliation for his congenital heart defect. During the procedure, the surgeon observed that the area of the right atrium and the pulmonary artery bifurcation was severely thickened and contracted in the area of the cormatrix patch. The surgeon did not have enough of an opening between the pulmonary artery bifurcation and the right atrium and therefore had to extend the incision across the junction between the right atrium and the pulmonary artery bifurcation and use a generous bovine pericardial patch to perform a patch angioplasty of the left pulmonary artery in order to complete the procedure.

Manufacturer narrative:
Root cause cannot be determined. Cormatrix has made multiple attempts to obtain additional information from the surgeon and user facility. No sample or further information was provided to the manufacturer. It is unknown if the reported event may also be related to the patient co-morbidities, the surgical procedure, other devices, or treatments. Cormatrix will submit a follow-up report if additional information becomes available.

Event description:
On (B)(6) 2016, cormatrix cardiovascular became aware of an incident involving the use of a cormatrix ecm patch. Details are provided below: it was reported that during a re-operation of a hemi-fontan case, it was observed that the ecm patch had shrunk in size. Please note: specific dates, product lot information, case details, and patient information is currently unavailable. It is unknown if serious injury occurred as a result of the incident or if the re-operation was part of a staged surgical palliation or associated with an unrelated complication.